Manufacturer narrative:
(B)(4). Investigation: in addition to a full pm procedure in which there were no issues found with the device, the service rep did extensive troubleshooting for any issues on the ac pump by running an extended pump speed test on all pumps with no issues found. There was no internal part eval since there was no part replaced in the field or returned to caridianbct. A lot/sn report shows that the machine has been in use with no further occurrences of the problem. In the last 24 month period, there has been only one other report of acd-a overinfusion incident on spectra and it was attributed to an operator error. A review of the device history report for this unit showed no irregularities during mfg that were relevant to this issue. Corrective/preventive action: since this is an infrequent issue, as seen in the trending, and because the root cause is undetermined, no corrective action is recommended at this time. Root cause: undetermined.

Event description:
While at the customer site, a caridianbct technical specialist was informed by an operator that there was an apparent over delivery of anticoagulant acd-a (of approx 16%) during wbc depletion. The customer is not alleging a deficiency with the machine. No medical intervention was required. The device was evaluated at the site. This report is being filed due to potential for injury.